Event description:
It was reported that the patient presented for a remote follow up via merlin.net with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were recommended, but not made yet. The patient was in stable condition.

Event description:
New information received stated that programming changes were made. The patient was in stable condition.